Event description:
Reportedly, during the implantation of the pacemaker involved in this MDR: when connecting the ventricular lead to the port, no click sound was confirmed even though the screwdriver was turned clockwise for more than once. A lead pull test was applied, but no lead movement was confirmed as well as the lead did not come out from the port. The connection of the lead was then repeated but the lead was not correctly tightened. The physician decided to change the pacemaker and the implantation finished without any anomaly. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B) (4) conclusions: the electrical characteristics of the returned device were determined to conform to established specifications. The damages sustained to each set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated (B) (4). Subsequent rotation with the torque screwdriver can lead to stripping of the upper portion of the set-screw cavity. As a result, it can become difficult to appropriately engage the set-screw with the screwdriver. This, in turn, can prevent the adequate tightening of the lead and verification by the associated "click sound" of the screwdriver, as was reported during the connection attempt by the physician at the ventricular position.